Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 4, 68 and 49. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was reporting blank display. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with backlight anomaly. The pump passed the sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high active current measurement. The pump passed the led test, vibration test and tone test. However, the pump failed the screen test due to backlight anomaly. The pump was monitored and no blank display, unexpected pump error 4 alarm, pump error 68 alarm and pump error 49 alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the active current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement. A backlight anomaly and a high active current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1. There were no pump error 4 alarm, pump error 68 alarm, pump error 49 alarm or unexpected pump errors/alarms noted 1 week prior to the event date 12-aug-2023 in the formatted history file however, pump error 4 alarm (file number: 32122 line number: 2727) was recorded and found in the formatted history file on: (B)(6)2023 06:47:50.000; (B)(6)2023 07:07:37.000; (B)(6)2023 07:17:25.000; (B)(6)2023 07:17:29.000. Pump error 4 alarm (file number: 32122 line number: 2727) was confirmed, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6)2023 07:17:31.000; pump error 49 alarm was recorded and found in the formatted history file on: (B)(6)2023 07:17:31.000; (B)(6)2023 07:18:01.000; pump error 23 alarm was recorded and found in the formatted history file on: (B)(6)2023 07:18:14.000; (B)(6)2023 08:40:04.000; (B)(6)2023 11:49:04.000. Per r&d engineer, pump error 4 alarm was was triggered in the ipc driver due to timeout. Suspecting hw issue. Also, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were generated due to memory corruption. Suspecting hw issue. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. Blank display was not confirmed. However, a backlight anomaly and a high active current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1. Pump error 4 alarm (file number: 32122 line number: 2727), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. During visual inspection, corrosion was also found on the pcba 2, force sensor, motor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.